Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty removing the device could not be replicated in a testing environment as they are based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties, removal of foreign body and additional treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed and heavily calcified lesion in the left main artery, left anterior descending artery, and the circumflex bifurcation. Resistance removing a 4.5x12mm nc trek balloon dilatation catheter (bdc) was felt with the anatomy and the shaft separated at 30 centimeters. The balloon part of the shaft was trapped in the lesion; however, the shaft was successfully removed using a trap balloon. There were no reported adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.